Event description:
Patient presented to the physician with a suspected seroma at the ipg site. Physician brought the patient into the or, opened the chest incision site, and found signs of infection. Cultures were taken and results returned positive for infection. Physician removed the ipg, sensing lead, capped the stimulation lead, and closed. The physician prescribed antibiotics after the procedure was completed.